Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes customer found an abnormal additive in the tube. The following information was provided by the initial reporter. The customer stated: the feedback was that a blue-headed tube (article number 363095, batch number 3030792) was found to be abnormal in the additive dose during the preparation before blood collection on august 9th.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one video was provided for investigation. The video was reviewed and the indicated failure mode for foreign matter was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter.